Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2020, UDI#: (B)(4), implanted: (B)(6) 2020 ,explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml of compounded baclofen at 178mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient began experiencing swelling in the lumbar region under the scar at the spinal entry point and lack of efficacy in spasticity relief. A catheter dye study was scheduled and performed along with a CT scan of the thoracic region. The catheter was found to be in the epidural space. It was unknown what, if any, environmental/external/patient factors might have caused or contributed to the issue. The catheter was revised the same day, (B)(6) 2022. The issue was considered resolved at the time of the report. It was initially reported that the catheter was discarded, but later information was received indicating that the catheter would be returned. The patient's status was listed as "alive - no injury". The patient¿s pre-implant medical history included traumatic brain injury, personality disorder, epilepsy, and prolonged disorder of consciousness.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0217148105, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. H3: the catheter was returned for analysis and analysis found no anomalies upon microscopic inspection. The catheter was patent and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.